Event description:
A monarc sling was implanted on (B)(6) 2011. At a follow-up visit, a small, midline mesh extrusion was noted. This was treated with estrogen cream with some improvement but the mesh remained exposed. On (B)(6) 2011, the pt was brought to the operating room to have the exposed mesh trimmed. It was reported that the pt had "excellent looking vaginal mucosa," that easily closed the area of exposed mesh. There were no intra-operative complications.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.